Manufacturer narrative:
The customer¿s report of a user programming error was confirmed through review of the pcu event log. The customer stated that the user intended to deliver hydromorphone (palliative care), but instead selected hydromorphone (acute care ¿standard). ¿acute care ¿standard¿ has a hydromorphone concentration of 0.2mg/1ml, whereas ¿palliative care¿ has a concentration of 1mg/1ml. Therefore, five (5) times the amount of intended medication was delivered to the patient. Each 0.5mg pca dose request was delivered as a 2.5ml bolus (which contained 2.5mg of hydromorphone). In addition, the user programmed and delivered a single 1mg dose that was delivered as a 5ml bolus (containing 5mg of hydromorphone). A total amount of 29.8209ml of hydromorphone was delivered over the course of 3 hours, 58 minutes, and 30 seconds. Testing was not performed as review of the pcu event log confirmed the event was caused by user programming error. The root cause of the over-infusion was determined as user error; the user selected the wrong medication/concentration.

Manufacturer narrative:
Concomitant products: monoject 35ml syringe (hydromorphone (1ml/mg) in 0.9% sodium chloride; administration set (p/n: 10800176); 50ml baxter bag (promethazine 25mg in 0.9% sodium chloride; lot: p350777; expiration: dec 2017); administration set (p/n: 72213n); therapy date (B)(6) 2016. The device has been received and the investigation is in-process. A follow-up report with findings will be submitted when the investigation is complete.

Event description:
The customer reported that a 30 ml hydromorphone pca syringe with a 1:1 concentration in 24.05 ml was intended to infuse at 0.5 mg with 30 minute lock out and a maximum dose of 4 mg in 4 hours completed ahead of schedule. It was later determined the infusion was programmed in acute care rather than the intended palliative care and the concentration was therefore 0.2 mg/ml or 5 times the intended dose. There was no harm to the patient.